Event description:
Connector lock is faulty, the socket is torn it was observed that during the device evaluation, the subject device exhibited poor water tightness of the cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the event of poor water tightness, it was not possible to determine a root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.